Event description:
Leibel flarsheim field service engineer was performing a standard preventive maintenance per service manual when it was discovered that the air detection advanced warning system was not working properly.

Manufacturer narrative:
Mfg investigation still pending. Upon receipt of mfg investigation summary, a medwatch 3500a supplemental form will be submitted.